Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The sample probe 3 (s3) mixer values were determined to be out of range. The ccc specialist dispatched a siemens customer service engineer (cse) at the customer site. After evaluating the instrument, the cse replaced the reagent probe 5 (r5) and s3 mixers. Quality controls and patient samples were run, which were acceptable. The cause of the discordant glucose results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant glucose results were obtained on patient samples upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the alternate dimension vista instrument. The customer did not provide the results obtained on the alternate instrument. The customer stated that they reported the normal results for each patient sample. There are no reports of medical intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
The initial MDR 1226181-2016-00433 was filed on september 15, 2016. Additional information (09/20/2016): the discordant glucose results were falsely low. The highest glucose result for each patient sample was reported to the physician(s) as the correct result. Corrected information (09/20/2016): event description of the initial MDR states "the samples were repeated on the alternate dimension vista instrument. The customer did not provide the results obtained on the alternate instrument." Corrected information was received that the samples were not repeated on the alternate dimension vista instrument.

Event description:
Discordant, falsely low glucose results were obtained on patient samples upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer stated they reported the normal results for each patient sample. The results for sample ids (B)(6) were higher upon repeat testing and these results were reported to the physician(s). The results for sample ids (B)(6) were lower upon repeat testing and the initial results were reported for those patients. There are no reports of medical intervention or adverse health consequences due to the discordant, falsely low glucose results.